Manufacturer narrative:
The account found that there was corrosion on the scale board. The technician sent the account a new scale board. No further info is available on the repair of the bed at this time.

Event description:
The account alleged that scale will not calibrate. No injury reported.